Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. It was determined the system would stop abruptly when the detector was 180 degrees (anterior-posterior position). It was not possible to dock. Motion control error (message 622) was received. The motion calibration was reset and then motion was calibrated (m button). The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device. It was reported that it was not possible to open the door by pressing the "open door" button on the pendant. An error message like "not in right position unable to open the door" was received. The detector/tube rotated 180 degrees (up/down) until there was a mechanical sound and then the rotation stopped. The door would not open. There was no patient present.